Event description:
It was reported by the customer that after the powerpicc catheter was inserted in this patient, liquids were found leaking from the dual-lumen purple connector when using the syringe and connecting with the transfusion device. The nurse replaced it with the q-syte and leakage still occurred. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking purple luer was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that after the powerpicc catheter was inserted in this patient, liquids were found leaking from the dual-lumen purple connector when using the syringe and connecting with the transfusion device. The nurse replaced it with the q-syte and leakage still occurred. No other information was provided.